Event description:
Synergy china registry it was reported that the patient experienced unstable angina pectoris which required intervention. In (B)(6)b2022, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 100% stenosis and was 16mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation, and placement of a 3.00 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Four days post procedure, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2024, the subject presented with symptoms of angina and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina pectoris. At the time of event, the subject was on aspirin and ticagrelor. Two days later, the subject was referred for coronary angiography which revealed 90% stenosis in the proximal lad which had previously placed study device. The 90% stenosed lesion was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was noted to be 0%. Additionally, medication was given to treat the event. Two days post intervention, the subject was discharged from the hospital and the event was considered to be recovering/resolving.

Manufacturer narrative:
Updated fields from unknown information to: d4 lot number: 0028175128. D4 expiration date: 09/29/2023. H4 manufacture date: 09/29/2021.

Event description:
Synergy china registry. It was reported that the patient experienced unstable angina pectoris which required intervention. In (B)(6) 2022, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 100% stenosis and was 16mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation, and placement of a 3.00 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Four days post procedure, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2024, the subject presented with symptoms of angina and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina pectoris. At the time of event, the subject was on aspirin and ticagrelor. Two days later, the subject was referred for coronary angiography which revealed 90% stenosis in the proximal lad which had previously placed study device. The 90% stenosed lesion was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was noted to be 0%. Additionally, medication was given to treat the event. Two days post intervention, the subject was discharged from the hospital and the event was considered to be recovering/resolving.